Event description:
It was reported that this left ventricular (lv) lead was unable to be implanted due to failure to capture. Attempts were made to position the lead by putting the lead in different positions, which was unsuccessful. No additional information is available at the moment. No additional adverse patient effects were reported.